Event description:
Affiliate reports the customer experienced difficulty inserting an artificial disc with this instrument. The spidi nested handle that is the subject of this report was being used with an spidi threaded rod (see mfg medwatch report # 1526439-2008-00188). It was reported that instrument thread slippage occurred during the insertion of the implant which resulted in the need to impact the artificial disc into place. The final implant position was deemed satisfactory, but suboptimal. As a result of the difficulty, the surgical procedure was extended by one hour and twenty minutes.

Manufacturer narrative:
The spidi nested handle has been returned for evaluation. A follow up medwatch report will be filed upon completion of the evaluation.